Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented to the emergency room after receiving six high voltage therapy shocks. The atrial lead was exhibiting noise. Data suggested an intermittent short between the atrial and ventricular leads, likely caused by an insulation breach. The noise could not be reproduced with pocket manipulation. The system was replaced.

Manufacturer narrative:
Final analysis found that the proximal insulation was damaged at 50.9 cm from the connector pin, due to friction with another device, which could cause the noise problem.